Event description:
Customer initially reported she experienced high blood glucose of 403 mg/dl and went to the emergency room to be treated with manual injections. She also experienced low blood glucose of 49 mg/dl; treated with food. Customer noticed air bubbles in the reservoir. Customer stated the insulin pump was not rewound with a reservoir in place but she stores insulin in the fridge and she does not always allow it to warm. Customer pushed the bubble through with the plunger. The drive support cap is recessed, the device was not exposed to a magnetic field, it passed the displacement test, time had to be corrected and the reservoir showed less insulin than the status screen. Current blood glucose value was 312 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-90151 for event under the insulin pump.